Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to recharge the ipg with the charging system, so a replacement charging system was sent. The pt no longer had stimulation. Follow up identified the pt had received the device and was unable to recharge the ipg. The pt was uncertain regarding when the ipg was last recharged.